Event description:
Following a generator's explant, it was received for product analysis by the MFR at the settings of 1 ma/20 hz/500 microsec/30 sec/60 min and 1 ma/30 sec/500 microsec. These settings are indicative of an interrupted system diagnostic test. A search of the MFR's programming history database showed last known settings to be on (B)(6) 2009, which were 0.75 ma/20 hz/130 microsec/14 sec/0.3 min and 0.75 ma/30 sec/500 microsec. Good faith attempts to gain more info have been unsuccessful to date.